Manufacturer narrative:
(B)(4). Date sent: 2/24/2020. D4: batch # t94792. Investigation summary: the analysis results confirmed that the pouch device was returned fully deployed and with the suture torn. A sample bag was returned loose. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembling of the device, no anomalies were noted with the internal components. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #:unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the pouch with the specimen in it broke open at the bottom of the pouch as the doctor was removing the pouch through the trocar site. The specimen remained in the bag and did not fall into the abdomen. There were no patient consequences reported. No additional information can be provided at this time.